Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse safety shield broke. The following information was provided by the initial reporter: the needle guard comes off, doesn't click in.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2402002. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this incident, twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility. The retained needles did not show any defect in the safety mechanisms and it was possible to activate the safety shields by following the instructions for use (IFU). Based on the investigation results, it was not possible to identify any causes related to the manufacturing process for the reported issues. We would greatly appreciate the opportunity to review any samples that may become available for this incident or any potential future incidents. We would like to inform you that every single lot is tested for final safety shield activation testing prior to release. Our assembly process has an inspection system in place which inspects all needles for proper opening and activation of the safety shields, with any defects rejected. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.